Event description:
It was reported that foreign matter was found before use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter, "hypodermic syringe without needle 20ml luer lock tip: with apparent dirt."

Manufacturer narrative:
H.6. Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and the deviation (B)(4) was found for this batch. However, without samples it was not possible to link the occurrence with the issue. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. H3 other text : see section h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe plastipak 20ml ll. The following information was provided by the initial reporter, "hypodermic syringe without needle 20ml luer lock tip: with apparent dirt."